Event description:
It was reported that 3 weeks following a persistent atrial fibrillation ablation procedure, the patient developed an atrial-esophageal fistula and expired on (B)(6) 2024. On (B)(6) 2024, a patient had a persistent atrial fibrillation ablation procedure. During that procedure, a p8-3 tee connected to a viewmate ultrsound system was used. The physician reports a difficult transseptal puncture during the procedure. The procedure was completed with no effusion detected. A thoracic scan was performed later that day, which was also negative for any effusion. On (B)(6) 2024, the patient went to the emergency room for bloody vomiting and fever. A gastroscopy was requested using co2 and without using air insufflation. The gastroscopy showed a perforation in the esophagus. The patient was admitted to the ICU. Multiple tests and exams were performed, and it was confirmed that there was a large amount of air in the brain. It was believed that a fistula was created between the left atrium and the esophagus during the (B)(6) 2024 procedure.

Manufacturer narrative:
The private label device owner conducted the investigation, and it was reported that the p8-3tee transducer was not replaced or quarantined. No p8-3tee transducer malfunction was confirmed.